Manufacturer narrative:
A ge service representative performed an on site investigation. The service rep replaced the image processor. The system operates as intended.

Event description:
It was reported that the 9600+ system displayed lines through images on the left monitor. No pt injury was reported.